Event description:
The user facility reported that the involved angio-seal was bending, the suture was coming off before cutting above the black line, and before being sinched down on the green tube. There was no patient injury/medical or surgical intervention required. Additional information was received on 29december2021: the procedure was completed using manual pressure. Additional information was received on 11january2022: the procedure performed was a left heart catheterization.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - cath lab supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6: investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One 6fr angio-seal vip was returned for product evaluation. The returned sample included an unopened package with the locator, hemostasis sheath, guidewire, and carrier tube. The package was opened and all components were inspected. No damage or issues were identified with the components. Functional testing was performed by inserting the device assembly into the vessel model and deploying the device. The device was inserted into the model and moved to the forward lock position. The device was then set to the fully rear-locked position and removed from the assembly to deploy all components. The anchor, suture, collagen, and tamper tube were able to deploy successfully. The anchor and collagen were then tamped down until the black indicator was visible at the proximal end of the tamper tube. No issue was found with the device as all components were found to have functioned properly. The complaint was unable to be confirmed. No root cause was able to be determined. Functional testing was performed, and the returned device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.